Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Reportedly, supply changes were performed and the occlusion alarms continued. Blood glucose (bg) levels ranged between 200-300mg/dl and manual injections were administered to correct. Reportedly, the customer reverted to manual injections for insulin therapy.